Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. The product malfunction was unable to be confirmed because the customer refused service. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the external paddle could not be charged. Device was in clinical use at the time of event, however, there was no patient harm or injury reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the electrode plate is not energized during patient use, the treatment was stopped immediately, and another defibrillator was replaced to continue the treatment of the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.